Event description:
The customer reported that a pt went into cardiac arrest while being monitored on telemetry.

Manufacturer narrative:
The customer reported that their pt experienced a cardiac event while monitored on telemetry. The hospital's director of clinical engineering stated that the pt had a ***brady alarm that the clinicians did not get audibly, but the nurses were already in the room. The code was called and everything worked well. When the device was tested, it worked to specifications. They did have new construction located on the floor above the unit in question, and went with the field service engineer (fse) to see if there was anything that would cause the loss of signal, but nothing could be found. The signal strength was good on one side of the unit, but weaker on the other. The fse suggested having a spectrum analysis performed to determine the cause. A second fse went on site to troubleshoot the cause of the issue. After diagramming the system and performing a preliminary system verification, it was obvious that the problem was not interference, but the manner in which the biomedical staff had added an antenna string to service the ICU/ccu. The system verification indicated a problem with one of the antenna strings in the telemetry unit, and through discussions with the biomedical engineer manager, in which he disclosed that they had added two antennas in the ICU/ccu, it was obvious that they had connected the strings without any philips consultation or input. We have provided the customer with an approved combining network design, and a list of additional parts that would have to be installed in order to properly add the ICU/ccu string. He also included a floor plan detailing the proper interconnections between the antennas and how they should be routed back to the combining network. In a follow up call, the fse was informed that they have not yet reworked the combining network as per the drawing he had provided, but he has disconnected the ICU/ccu string, which was installed by the biomedical engineers for dialysis pt monitoring. This had resulted in a dramatic improvement in the previously troublesome telemetry area. The customer ordered the indicated parts, and the fse will contact him on a regular basis to define his progress. He has also asked him to call should he have any questions. Should it be necessary, the fse will perform another on-site visit if there are further issues. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to mishandling of the equipment by the customer. No written response is required since the fse has been working closely with the biomedical engineer and has contacted him on numerous occasions to check on the progress of their updates.